Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history showed that out of range alert had occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to blood glucose. No additional information was provided.